Event description:
Following a pump replacement, the pt was having trouble breathing due to an overdose. The hcp was considering stopping the pump. The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested from the hcp, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
.